Event description:
The handpiece was received at the manufacturer for service and evaluation, and during testing, it was found that the device is leaking a black substance from the blade mount. There was no patient involvement. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device leaking a black substance was found after cutting. The device will be repaired and returned to service.